Event description:
It was reported "the arthroplasty was revised due to infection. All components were revised. The components were implanted in situ for 2.04 years." Medical records and x-rays were not made available to stryker.

Manufacturer narrative:
Result of product history inconclusive: devices were not available for evaluation so it cannot be confirmed that any of the devices caused or contributed to the infection. Other services involved in this event: 72-4-0716 scorpio ts tib insert, 76-4109l scorpio ts fem. W/lfit, 73-3910 scorpio u-dome patella, 64786630 ti dur reg fluted stem 16x80mm.